Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working and had blank display. The customer's blood glucose level was 55 mg/dl and treated it with orange juice. It also reported that display is blank currently. It was reported that the insulin pump was showing replace battery now alarm and it was beeping at time of call then while gathering information the insulin pump went blank. The insulin pump will not be returned for analysis.